Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) angiocath plus has been found with a damaged catheter before use. The following has been provided by the initial reporter: catheter tip damaged.

Manufacturer narrative:
Investigation: ¿ 1 actual sample were returned for evaluation ¿ needle pierced through catheter was observed from the sample ¿ the investigation was able to confirm what customer experienced. ¿ needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. ¿ the batch produced is before the implementation of the CAPA. ¿ CAPA had been initiated to address needle pierced through catheter issue, refer to CAPA#590840. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) angiocath plus has been found with a damaged catheter before use. The following has been provided by the initial reporter: catheter tip damaged.